Event description:
The product was used during an unspecified procedure. Reportedly, the wound dehisced seven to ten days post-operatively. The hosp has not provided any additional info.

Manufacturer narrative:
9/4/97-supplemental report #1 submitted to FDA. Since co's initial report co has received add'l info indicating this event was not a serious injury MDR. Therefore, corrected data has been in b1, b2, and h1.